Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had leak. Customer stated that the location of leak was tip of the reservoir and at snap cap; however customer was unsure if leak was past first or second o ring. Customer stated that the transfer guard was not properly in place and end of reservoir plastic was loose. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir and transfer guard. Performed pre-fill reservoir test per (B)(4). Found no leakage anomaly during filling. Evaluated 1 open or used reservoir and transfer guard, performed pre-fill reservoir test per (B)(4). Found transfer guard needle loose. Unable to pre-fill. Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4), found transfer guard¿s needle bent at 90-degree angle. Unable to pre-fill.